Event description:
It was reported that the insulin pump alarmed recurring motor errors over the last month. The caller stated that the insulin pump had not been dropped, exposed to a strong magnetic field, nor water. The customer's blood glucose was 5.4 mmol/l. The user was advised to discontinue use of the insulin pump and revert to a back-up plan. The user was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and basic occlusion test. No motor error alarms were noted. However, the unit alarmed compromised force sensor system at 2.5 lbs. During prime test due to a faulty force sensor resistor (gold). The motor passed the motor test. The unit had a minor scratched liquid crystal display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.